Manufacturer narrative:
(B)(4).

Event description:
It was reported that " the material was opened in a normal way and the part of the balloon remained inside the patient, that is, the balloon never inflate, as if it had a leak". Additional information states that a second catheter was inserted into the same insertion site. The patient's current condition is reported as "recovering". No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The customer photo was reviewed. The photo shows an iabc in a plastic bag and a iabc insertion kit. The reported complaint could not be confirmed by review of the photo. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the material was opened in a normal way and the part of the balloon remained inside the patient, that is, the balloon never inflate, as if it had a leak". Additional information states that a second catheter was inserted into the same insertion site. The patient's current condition is reported as "recovering". No patient injury or consequence reported.